Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a routine device check that the atrial lead exhibited lead noise and low pacing impedance. An insulation breach was suspected but not confirmed. The lead will be monitored. The patient was in stable condition.